Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer's blood glucose. Customer reverted to using anther pump for insulin therapy.